Event description:
The following has been reported: customer reported: air in cassette error message, even after changing the cassette. A preliminary review of the logs identified the following issue: sensor hardware failure (downstream air sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a bubble detector failure. The complaint was not able to be reproduced. The device was run through multiple mock infusions without issue. The device was reverted to manufacturing mode and functionality tests were performed on the set ID without error. An internal investigation found no signs of damage, including near the set ID. Upon review of the log files, a set ID failure was confirmed.